Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot #: y303347, exp oct 20, plasma-lyte a injection ph 7.4; therapy date (B)(6) 2019. The customer¿s report that the tubing became detached during an infusion was not confirmed or replicated. Functional testing did not replicate any detachments (disconnects) at any engagement along the tubing set. Pressure testing also found no abnormalities in the set. The root cause of the customer¿s experience was not identified.

Event description:
It was reported that during an infusion, the patient was critical and pressors were being run in the IV. At some point, the tubing became detached and fluid ran onto the floor. It is unknown how much medication the patient did receive. The vital signs remained the same. New tubing and medication was started. There was no patient harm.